Manufacturer narrative:
Product event summary: analysis was unable to confirm the customer comment that the programmer would shut down abruptly and then was unable to be powered on, however it was noted that the display would go gray intermittently and the micro processing unit was replaced to resolve this issue and the power supply, interpose board and interpose cable were also replaced as a preventive measure. Analysis also noted a noisy speaker, the stylus cable had one small cut but remained functional and the right side of the keyboard was pulling apart. All were replaced to resolve and the stylus calibrated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: product ID 229047 software analyzer. (B)(4).

Event description:
It was reported that the programmer would shut down abruptly and then was unable to be powered on. The programmer was returned for service. No patient complications have been reported as a result of this event.